Event description:
It was reported by the customer that a pyxis medstation system refrigerator failed. The customer reported that the station displayed an error message stating device not detected on bus. This malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that refrigerator failed due to software malfunction. The issue was resolved after the reboot of the system. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator failed due to software. Customer cancelled the work order since, the issue resolved by reboot. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system refrigerator failed. The customer reported that station displayed an error message stating device not detected on bus, which prevented users from delay to retrieved medications. There were no adverse events or injuries reported based on this incident.